Event description:
The advocate stated that she tested her blood glucose using her contour meter and rec'd a reading of "lo". She retested using the customer's contour and rec'd a reading of "hi". The difference between the readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.